Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was an obstruction in the cap piercer elbow fitting connection. The fse removed the obstruction from the fitting connection to resolve the issue, no further leaking was observed. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from the cap piercer on top of sample tube caps their unicel dxc 880i synchron access clinical system. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.